Manufacturer narrative:
Analysis found that the customer's complaint could not be confirmed; unable to perform temperature test as motor was not rotating. The console was showing error code. Hi-pot test failed. The motor cable assembly was found faulty and was replaced. The handpiece was sterilized. Replaced all corroded, rusted and damaged parts. Replaced all mandatory spare parts. The handpiece has been successfully tested according to specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found that customer's complaint could be confirmed. Motor cable assembly was faulty. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the handpiece overheated and was making noise prior to use. There was no patient involvement.

Manufacturer narrative:
Analysis found that temperature test was unable to perform since handpiece was completely dead. If information is provided in the future, a supplemental report will be issued.